Manufacturer narrative:
(B)(4). Additional information received: patient ID: ls. Gender: male implant date: (B)(6) 2018. Explant date: (B)(6) 2019. Device size: 17 bead ¿ clasp lot #: 20397. Tests performed pre-implant: barium swallow, egd - esophagram (B)(6) 2018 - approximate 10 cm hiatal hernia. Gastroesophageal reflux to the upper third of the esophagus. Egd (B)(6) 2018- reflux esophagitis, 5 cm segment of barrett's esophagus without dysplasia additional diagnostic testing or intervention performed prior to removal: esophagram (B)(6) 2019- small to moderate recurrent hiatal hernia, spontaneous reflux to the level of the mid esophagus. Egd (B)(6) 2019) - la grade b esophagitis, long-segment 12 cm barrett's esophagus and an approximate 4 cm hiatal hernia. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No were there any intra-operative complications during implant: no. Was there any hiatal or crural repair done at the same time as implant? Yes. Was mesh used at time of implant? No. What was the reason for the removal of the linx device? Ongoing gerd symptoms ¿ mild was the device found in the correct position/geometry at the time of removal? Yes was a replacement linx device used? Yes. The patient has decided to keep the device so it will not be sent back to the company.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2019. The DHR for lot 20397 was reviewed. No ncs, reworks, or defects were found. Additional information was requested and the following was obtained: did the patient have an autoimmune disease? No. Has the patient been prescribed medication? No. Is the patient currently taking steroids / immunization drugs? No. When was the linx device implanted? Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Re herniation. Was a new linx placed after this one was removed? Hernia fixed a new size 17 replaced. The device was taken from pathology by the patient.

Event description:
It was reported that post implant of lxmc17, the reason for removal of the linx device was re-herniation.